Manufacturer narrative:
Product ID 97714, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 977a275, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had fever and nausea. There was elevated c protein but no apparent infection. The physician thought it was an infection, but all the white blood cell came back fine but protein level was abnormal. CT scan was done to confirm no fluid buildup. The patient was receiving effective neurostimulator therapy and it was helping with the patient¿s symptoms. The device was working properly. However, the physicians had decided to explant based on the elevated levels. No troubleshooting was performed. The issue was not resolved and the cause of the issue was not determined. There was a possible allergic reaction. The physician thought the patient¿s body was rejecting the device. The patient was scheduled for the explant.